Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that there was no detection of hard pallets. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and observed that there was no detection of hard pallets. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.